Event description:
It was reported that during the procedure there was difficulties keeping the sheath in place due to the patient tortuous anatomy (contrary to IFU). These difficulties continued; however, the stent was deployed and pre-dilated successfully. An attempt was made to advance the accunet recovery system, but it became stuck in the stent. The recovery catheter was unable to be pushed up to recover the filter basket, so the entire system was pulled into the sheath and was removed from the patient. After removal of the entire system it was noted that the filter basket had separated from the wire and could be seen in the patient's anatomy under fluoroscopy. The patient was taken to surgery to remove the separated filter basket. Reportedly, the patient is doing fine and is recovering well.